Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2010 due an incident of diabetic ketoacidosis. The pt was brought to the hospital on (B)(6). Upon admit her blood glucose was 800 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.